Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose that connects the uv system to the unit was damaged. As the uv system hose was damaged, this allowed water to leak onto the floor. The technician replaced the hose, tested the system 1e processor, and found the unit to be operating according to specification. The unit was installed in 2012 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from a hose connected to the system 1e processor. No report of injury, procedure delay or cancellation.